Event description:
It was reported that the patient experienced 4 seizures on (B)(6) 2015. This was reported to be more than what patient experienced in 2014 but below pre-vns baseline. Patient underwent generator replacement on (B)(6) 2015. Attempts were made for the return of the explanted device but it has not been received to date. Additional information was received that the generator was unable to be interrogated due to battery depletion and that the patient underwent generator replacement as a result. Patient's last known settings from (B)(6) 2015 as 2.0 ma/ 30 hz/500 usec/30 sec/3 min/2.25 ma/60 sec/500 usec. Low battery was noted in the noted but no eos indicators were specified. The physician's vns programming system was confirmed to be working fine and it was not suspected to have contributed to the interrogation failure.